Manufacturer narrative:
Section b5 additional information: it was reported that the patient underwent an ion endoluminal lung biopsy procedure and experienced bleeding. The estimated blood loss was less than 5ml. The bleeding was observed from a vascular tumor. The patient did not experience any symptoms related to the bleeding. The physician reported that the small amount of bleeding was controlled with iced saline and diluted epinephrine "like we do on most cases". The lesion biopsied was in the right lower lobe, the size of the lesion was 2.2 cm and it was located far from the pleura. Multiple 23g flexision needles were used. The physician believed the bleeding was caused by the biopsy of the renal cell tumor and that bleeding would have occurred with another biopsy modality. The pathology was positive for metastatic clear cell renal carcinoma. The procedure remained outpatient and no hospital admission for additional observation was required. The patient was reported as doing well post procedure. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and experienced excessive bleeding requiring an unspecified intervention. The estimated blood loss volume associated with the event is unknown. The lesion biopsied was in the right lower lobe. A 23g flexision needle was used. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc. (Isi) made the required attempts to obtain additional information; however, there was no response received from the physician.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. As of (B)(6) 2023, a review of the site's system logs for the reported procedure date was conducted by an isi failure analysis engineer (fae). Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This complaint is being reported due to the following conclusion: the patient underwent an ion endoluminal lung biopsy procedure and experienced excessive bleeding requiring an unspecified intervention. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. Information for the blank fields is not available. Fields are not applicable.